Manufacturer narrative:
The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, during hospitalization, the patient¿s peritoneal dialysis catheter was removed and a hemodialysis catheter was placed. On an unreported date, in the same month as hospitalization, the patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿two episodes in an unknown time period¿. The cause(s) were not reported. The patient first experienced sterile peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with intraperitoneal (ip) cephalothin and amikacin for eight days and subsequently (date unspecified) the treatment was changed to vancomycin, ip (doses, frequencies and routes were not reported). Dianeal therapy was ongoing during this episode. The patient was not recovered from this event and on the same day as receipt of this report, was ¿moved to other renal center¿ and was evaluated by the nephrologist, who found the pd effluent was cloudy (further described as recurrent peritonitis). Treatment for this event was unknown. One day prior to receipt of this report, dianeal therapy was discontinued. The plan (per physician) was to remove the pd catheter and change the patient to hemodialysis therapy. At the time of this report the patient outcome was not reported. No additional information is available.